Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 340 mg/dl and an insulin injection was administered to address the bg level. The customer did not know what caused the bg level. The customer started to troubleshoot with tandem technical support; however, declined to complete the system check. The customer was to change the infusion set site.